Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens -11.5 diopter into the patients right eye on (B)(6) 2021. On (B)(6) 2021 the lens was removed and later replaced with a shorter length lens due to excessive vault. This resolved the problem. Reportedly the status of the eye is good post-operative appearance. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
Unknown reason for complaint. Attempts to obtain additional information have not been successful.